Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dry acid mixer had a burnt fill valve. The burnt fill valve was discovered during machine repair after the machine would not fill. The biomed explained to fresenius technical services that machine would enter fill mode but no water would enter the tank. The biomed stated that a burning smell was also observed. The burnt fill valve was replaced however the fill issue remained unresolved at the time of initial reporting. Additional information was requested, however a response was not received. It was not reported that there was harm to any patients or individuals because of this malfunction. The biomed stated that the burnt fill valve was available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dry acid mixer had a burnt fill valve. The burnt fill valve was discovered during machine repair after the machine would not fill. The biomed explained to fresenius technical services that machine would enter fill mode but no water would enter the tank. The biomed stated that a burning smell was also observed. The burnt fill valve was replaced however the fill issue remained unresolved at the time of initial reporting. Additional information was requested, however a response was not received. It was not reported that there was harm to any patients or individuals because of this malfunction. The biomed stated that the burnt fill valve was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.